Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) inspected the drawer and found debris that might have caused contact issues. The fse cleaned all trays, tried to perform a diagnostics acceptance test; but the test failed at pocket b1 due to improper opening and closing. The fse removed pocket and retested successfully but it recommended a replacement pocket; installed the new pocket provided by the customer, tested functionality, and confirmed the drawer operated normally. The functionality was confirmed using the diagnostic acceptance test and the customer recovered and accessed the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed. User rebooted and recovered storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.